Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 on the abdomen. Reporter did not provide exact cgm or bg values, but stated they were 80 points off. At the time of contact, no injury or medical intervention was reported.